Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with flashing display on the pump. Customer was swimming with the pump. Troubleshooting was performed and display was flashing. No harm requiring medical intervention was reported. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a blank flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to a blank flashing white display. Unable to download history files and traces using thus due to a blank flashing white display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank flashing white display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank flashing white display noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued self test and download of history files and traces using thus. The pump passed the self test and no blank flashing white display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 10/03/2023 17:08:43.000, 10/03/2023 17:28:14.000, 10/03/2023 17:38:00.000. Replace battery alert was recorded and found in the formatted history file on: 10/03/2023 17:09:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/03/2023 17:11:00.000, 10/03/2023 17:29:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm was expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Unable to test for replace battery alert/replace battery now alarm due to a blank flashing white display. Please see below for pump errors/alarms noted 1 week prior to the event date 07-oct-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 10/03/2023 12:21:00.000, 10/03/2023 12:31:00.000. Unable to test for lost sensor alert due to a blank flashing white display. Pump error 4 alarm and pump error 63 alarm (variableinfo = 0e/02) were recorded and found in the formatted history file on: 10/03/2023 16:50:01.000, 10/03/2023 17:22:25.000, 10/03/2023 17:23:50.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 0e/02) were confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: 10/03/2023 16:50:03.000, 10/03/2023 17:22:27.000, 10/03/2023 17:23:52.000. Pump error 49 alarm was recorded and found in the formatted history file on: 10/03/2023 16:50:03.000, 10/03/2023 16:57:41.000, 10/03/2023 17:07:00.000, 10/03/2023 17:22:04.000, 10/03/2023 17:22:27.000, 10/03/2023 17:22:54.000, 10/03/2023 17:23:52.000, 10/03/2023 17:24:59.000. Pump error 23 alarm was recorded and found in the formatted history file on: 10/03/2023 17:23:17.000, 10/03/2023 17:25:10.000, 10/03/2023 17:40:04.000. Power loss alarm was recorded and found in the formatted history file on: 10/03/2023 17:23:49.000, 10/03/2023 17:25:21.000, 10/03/2023 17:25:33.000, 10/03/2023 17:40:56.000, 10/03/2023 17:41:07.000. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected. The pump restarted due to pump error 4 alarm and pump error 63 alarm. Unable to test for pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm due to blank flashing white display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Unable to perform the required testing, download history files and traces using thus due to a blank flashing white display. A blank flashing white display was confirmed due to corrosion on the pcba 1. However, a test pcba 1 was used, powered the pump on using the aa 1.5v battery, continued self test and download of history files and traces using thus. Pump error 4 alarm and pump error 63 alarm (variableinfo = 0e/02) were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.